Manufacturer narrative:
A ge service representative performed an on site investigation. The reported connectors were reseated and the cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed a cine disc error on boot up and had a loss of cine function. There was no pt injury or death reported.